Manufacturer narrative:
The footrest was checked and no mechanical fault could be found, the problem could not be reproduced. (B)(4) - no known impact or consequence to patient. (B)(4) - improper or incorrect procedure or method.

Event description:
The patient was placed on the table top at 0 degrees. The footrest was also on the machine. When the unit was tilted up to 90 degrees, as the patient's weight began to hit the footrest, it came off and slid down. The patient hit the ground on his two feet.

Manufacturer narrative:
Corrected data: common device name and product code.